Manufacturer narrative:
Patient age and weight are unknown. Device broke during insertion; device was not considered implanted/explanted. A product investigation was completed: the investigation of the broken screw shows that the head is broken off due to mechanical overloading during use. The specified dimensions were checked during final inspection and found to be ok. No manufacturing or material related issue could be identified. The broken surface is homogenous what indicates material conformity as well. Plastically deformation at cruciform recess indicates exceeding applied force by the user while insertion. Mechanical overloading situation created by applying exceeding torsional force may have caused the rupture. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw was broken at the screw head during tightening. The broken shaft of the screw was left in the patient¿s bone. There was no delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.